Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported by the customer that their device was calibrating incorrectly and alarming change sensor. Assisted customer with programming device and troubleshooting. Customer states that the sensor would inform them they were either high or low, when they were actually stable. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Customer's blood glucose level was 354 mg/dl at time of reporting. Nothing further reported.